Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
During the surgery when the surgeon requested the glenoid sphere for implantation, reference dwd182 serial number (B)(4), the medical device had the screw blocked, preventing its proper implementation to the base plate. The surgeon tried several times to release the screw until the 3.5 mm hexagonal screwdriver tip broke. The doctor tried to implant other sphere dwd181 serial number (B)(4) with a new 3.5 mm hexagonal screwdriver but had the same problem and the 3.5 mm hexagonal screwdriver tip broke again.